Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, lot#: j10865r03, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 24-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 14 mg/day) via an implanted pump. The indication for pump use was rsd/causalgia ¿ complex regional pain syndrome, spinal pain, and non-malignant pain. It was reported that on (B)(6) 2019 the patient was in the or (operating room) having a spinal cord stimulation system implanted. The patient¿s pain relief had not been as good since she had a routine pump replacement procedure on (B)(6) 2019, so the physician decided to check the patient¿s catheter. The physician was unable to aspirate fluid freely from the cap (catheter access port); he got less than 1 cc of fluid back. The physician elected to remove the drug from the pump; refill the pump with pfns (preservative free normal saline); and program the pump to minimum rate mode. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-sep-2019 from a company representative who reported that the manager at the clinic said that they would be filling the patient¿s pump with medication tomorrow ((B)(6) 2019) and starting the patient on a low dose. No further complicationshave been reported as a result of this event.